Event description:
Customer reported the insulin pump had cracks on the reservoir and battery compartment. Customer's blood glucose was 150 mg/dl. Damage occurred during normal wear and treat. Customer stated he never dropped the device. Customer noted damage about a month and half ago. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Cracked reservoir tube noted. Cracked battery tube threads noted. Intermittent button response noted due to down arrow button having a flattened dome switch (creased). Moisture damage during visual inspection on keypad traces. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and stained end cap sticker.